Manufacturer narrative:
The battery was inserted multiple times and passed function functional check including rewind and basic occlusion, occlusion, prime, system sensor, the excessive no delivery, displacement, self test, restart test. No unexpected reset or history anomaly noted. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Pump was programed to alarm low reservoir and the low reservoir alarm function properly. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump resets the time, date and basal rates after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.